Event description:
It was observed that during the device evaluation, the insufflation unit's air supply function was defective due to defective electropneumatic proportional valve. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely due to the failure of the electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.